Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump was not detected by the automated impella controller (aic), the pump was successfully replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation of pump not detected has been completed. Pump was returned. Data logs were recovered. Data log review showed troubleshooting measures taken in the field to disconnect the pump and restart the console. Although attempted multiple times, impella defective alarms reappeared upon every attempted case start. Investigation of the pump showed no abnormalities. Impella defective and pump not detected alarms were unable to be reproduced during investigation. There was no issue found during the case. The device functioned/operated to specification due to impella defective alarms not being reproduced during investigation. B3 date of event was erroneously on the initial manufacturer device report number 1220648-2025-26633. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26633 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - impact code 2645 was erroneously on the initial manufacturer device report number 1220648-2025-26633. New code was entered. H6 type of investigation code 4114 was erroneously on the initial manufacturer device report number 1220648-2025-26633, the device had been received for investigation.